Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope air/water tube had remains of white foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 09 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the locations where the foreign material was detected and it is unknown whether there was deviation from instruction for use in reprocessing steps for the location where foreign material remained. A definitive root cause of the material remaining could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.